Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and was found to have a tear within an area of siltex cracking on the posterior aspect, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 6 2020, it was noticed the previous report contained errors. B1 is product problem was unmarked in the previous report. The field has been updated. H6 device code has been updated to 1546 (material rupture). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating other symptoms the patient experienced, including high blood pressure, hormonal issues, and thyroid issues, and insomnia. The explantation date was identified as (B)(6) 2020. The date of event was identified as (B)(6) 2018. The procedure type was identified as a breast augmentation primary. Patient age at the time of event was 49 years old, and patient date of birth is (B)(6) 1969. Patient race is caucasian, and ethnicity is not hispanic/latino. The devices were found to be unspecified mentor saline breast implants. Capsular contracture baker grade IV on the right side was also reported. This report is for the left breast prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including unspecified autoimmune issues, pain, and inflammation. Rupture on the left side was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).